Event description:
It was reported that cgm displayed error message while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, completed guided pump reset, and cgm error did not appear again; no additional actions were reported.